Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 200 mg/dl which corrected with syringe and water, exercise and blood glucose shot up about 400 mg/dl. The customer was reported that the insulin pump had cosmetic damage and piece was missing from keypad of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken keypad traces. Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, missing overlay, missing end cap address label, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The customer's weight information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
Weight of the customer has been changed to (B)(6).